Event description:
It was reported that a pump user experienced sustained hyperglycemia following an infusion set and supply change, with system checks indicating no visible insulin leakage and tubing filled, and with concern for a bent cannula that was later ruled out by site inspection. Symptoms included elevated blood glucose up to 426 mg/dl without ketones and without acute complications such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transition to subcutaneous insulin injections as backup therapy and temporary discontinuation of pump therapy, with plans to replace all supplies upon reconnection. Investigation included remote troubleshooting, review of infusion site and set integrity, and guidance to replace the site and supplies. Investigation of this case revealed no confirmed device malfunction or alarm condition and no identified component failure, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance